Event description:
A malfunction notification was reported, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared, which the customer understood.